Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd intima-ii y 24gax0.75in prn/ec slm had foreign matter . The patient was admitted to the hospital on (B)(6) at 11:54 for ¿recurrent left nasal bleeding for 1 day¿, examination: t36.5c, p80 beats/min, r20 beats/min, bp120/80mmhg, chronic congestion of the mucous membrane of the left side of the nasal cavity, the left side of the nasal septum was deviated, ¿spiny¿ deviation, the left side of the ricci area can be seen mucous membrane congestion and erosion, a bleeding spot can be seen locally, there is active blood seepage. ¿like deviation, the left side of the ri's area can be seen mucosal congestion and erosion, locally visible as a bleeding point, there is active oozing of blood, according to the patient's condition, at 14:23 in accordance with the medical advice given to the intravenous infusion treatment, infusion has been checking the operation of various consumables, the line of skin puncture found that there is flocculent at the tip of the needle tip of the retention needle, immediately stop the infusion, replacement of retention needles, the infusion of fluids is fluent, the patient has not complained of discomfort. The patient did not complain of discomfort.

Event description:
No additional information provided.

Manufacturer narrative:
1. No defective sample or photo is received, and the flocculent at the tip of the needle cannot be recognized. 2. DHR/bhr review lot # 4243786. 1- the products of this batch were assembled at intima ii auto line 2 in september 2024, and packaged at r240 package line and cfs package line in september 2024. Work order quantity was (B)(4) ea. 2- review the in-process test reports and outgoing test reports, and all test results meet the product specifications. 3- review the production records with no nonconformance, deviation or rework activities. 3. Check the retained samples of this batch, no foreign matters are found at the tip of the needles. 4. No similar complaints have been received from other hospitals regarding this batch of products. Conclusion(s): no abnormalities are found in the production process and retained samples, and no similar complaints have been received from other hospitals about this batch of products. Because the defective sample is not returned, the specific state and composition of the flocculent at the tip of the needle cannot be confirmed, so the root cause of this defect cannot be determined. The plant will continue to track and trend the issue.